Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would deploy multiple clips at once, all malformed. Then it would jam and finally deploy multiple clips. Case completed with another device of the same product code different lot number. There were no patient consequences reported.